Event description:
Name of procedure: cholecystektomie. Event description: the problem is that the clips were not triggered. And when another attempt was made, several clips came off. The clips also did not close properly. The customer has had this problem several times now. See cer from july and cer from last year. The customer is very confident in using our clipper because they need around 300 pieces per year. A new clipper (reusable) was used. Standard instruments for an cholecystektomie. Additional information received from applied medical representative via email on 13oct2025: the trigger can be easily and completely actuated. The clip was closed on cystic duct. The instrument was not being used in conjunction with a cholangiogram. The trigger squeezed plastic to plastic. The surgeon fully skeletonized the vessel prior to firing the clip applier. The clip applier was not used to skeletonize tissue. Intervention: a new clipper (reusable) was used. Patient status: patient is good.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: cholecystektomie event description: the problem is that the clips were not triggered. And when another attempt was made, several clips came off. The clips also did not close properly. The customer has had this problem several times now. See cer from july and cer from last year. The customer is very confident in using our clipper because they need around 300 pieces per year. A new clipper (reusable) was used. Standard instruments for an cholecystektomie. Additional information received from applied medical representative via email on 13oct25: the trigger can be easily and completely actuated. The clip was closed on cystic duct. The instrument was not being used in conjunction with a cholangiogram. The trigger squeezed plastic to plastic. The surgeon fully skeletonized the vessel prior to firing the clip applier. The clip applier was not used to skeletonize tissue. Additional information received from quality control team on 23dec25: lot number1547717 is for this product. Intervention: a new clipper (reusable) was used. Patient status: patient is good.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed all testing, which resulted in all remaining clips loading and closing properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.